Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra roll (back) on (B)(6)2018 using cooladvantage, coolcurve + contour, and to lower abdomen on (B)(6)2018 using coolmax who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as firmness to bra line area and lower abdomen in treated area. On (B)(6)2019, the patient was assessed by a physician who diagnosed the bra line and lower abdomen with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra roll (back) on (B)(6) 2018 using cooladvantage, coolcurve + contour, and to lower abdomen on (B)(6) 2018 using coolmax who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as firmness to bra line area and lower abdomen in treated area. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the bra line and lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data: h.7, h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra roll (back) on (B)(6)2018 using cooladvantage, coolcurve + contour, and to lower abdomen on (B)(6)2018 using coolmax who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as firmness to bra line area and lower abdomen in treated area. On (B)(6)-2019, the patient was assessed by a physician who diagnosed the bra line and lower abdomen with paradoxical hyperplasia (ph).